Event description:
Philips received a complaint from the customer reporting a battery failure message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. The issue occurred during preventative maintenance (pm) service. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and reported the issue was confirmed in the device event log with confirmation of code the code for battery failed. The bme reported the battery was installed for pm service and allowed to charge overnight, after which the device failed to operate on battery power. With the guidance from the rse, the bme verified the battery light emitting diode (led) was flashing which indicated the power management (pm) printed circuit board assembly (pcba) was appropriately charging the battery. The battery voltage measured as 9.4 volts direct current (vdc). The bme confirmed the battery was purchased from philips but has been on the shelf for 2 years. The rse advised the customer for good battery health, annual charging was required to avoid an overly discharged condition. The rse advised the customer to test the device ability to switch between alternating current (ac) and battery power by testing with a battery known as operational. If the device operates as expected, continue battery charging. If problem persists after charging, battery replacement recommended. The customer bme reported the battery was confirmed to be unable to hold a charge with further testing and determined replacement was necessary. A replacement battery is ordered and will be installed once supplied. This issue was due to use error based on the method in which the customer stored the battery. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.